Event description:
January 1, 2000, baxter europe received a report of bacterial contamination of platelets collected via an amicus disposable set. The reporting international customer had discarded the set but provided lot and product code to baxter europe. There had been no issue with the collection nor did the customer feel there had been any issue with storage and no obvious leaks in the bag. The customer did not indicate any pt involvement with this report and baxter europe classified the report as a regular. February 9, 2000, baxter europe received add'l verbal info, indicating a pt had been transfused with the above mentioned product and that an adverse reaction had occurred. The reporter indicated at this time that klebsiella had been identified but no other supportive info or pt info was provided. The customer did file a report with the european agency. February 10, 2000, faxed the add'l info requested by this customer, but received no add'l info requested back from the customer. Baxter europe made several attempts to acquire add'l info from both the reporting donor center and the hosp where the transfusion occurred but no responses where received. Baxter europe did not have any factual info at this time, therefore not meeting the european vigilance reporting requirements. May 16, 2000, baxter europe was notified that the pt involved in this report had expired. The complaint was re-classified to a medical at this time. May 30, 2000, baxter europe received via fax, the past requested info of this event: an amicus plateletpheresis donation was performed without issue, on january 10, 2000. The acquired platelet product was transferred to a hosp on january 12, 2000, and transfused on january 13, 2000. It was further stated that a severe reaction (sign and symptoms not provided) occurred within 15 minutes of the transfusion. On february 6, 2000, the pt expired. Subsequent investigation by the hosp identified klebsiella pneumoniae in both the platelet concentrate and the pts blood. The customer reported their findings to the european agency, pei.